Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of cardiac tamponade, is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported cardiac tamponade, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for pericardial tamponade and pericardiocentesis, post clip implantation. It was reported that the mitraclip procedure was performed on (B)(6) 2019, to treat mixed mitral regurgitation (mr) with an mr grade of 4. Two clips (81030u156 and 81120u115) were implanted without issue, reducing mr to 2. Four hours post clip implantation, the patient developed a pericardial tamponade. Pericardiocentesis was performed, 500cc of fluid was removed. The cardiologist confirmed there was no effusion noted after transseptal crossing or at the end of the mitraclip procedure. It is the physicians opinion the pericardial tamponade was possibly caused during the transseptal portion of the procedure, but there was no effusion observed throughout the procedure, and this was confirmed by echocardiogram. Per the physician, the mitraclip devices did not cause or contribute to the pericardial tamponade. The patient is doing fine. No additional information was provided.